Event description:
Surgeon reported difficulty lifting lasik flap, particularly the inferior portion, and horizontal lines which he felt were not related to pt eye movement. Procedure was stated to have been completed, nd no pt harm was reported. Further info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).